Manufacturer narrative:
The insulin pump was noted with flash crc in incorrect for factory in the long trace and a critical pump error alarm noted, the problem was isolated to a component in the device. The power management parameters graph confirmed the unloaded voltage with loaded voltage was within specification. Verification of error alarm on the display with no audio tone or functional testing wasn't verified or performed due to the critical pump error alarm. The device was received with scratched case, pillowing keypad overlay, and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump had power error alarm. Customer's blood glucose was unknown. It is unclear if the device had not audible alarm. The customer is returning the device for analysis.